Manufacturer narrative:
On (B)(6) 2019, additional information was received indicating the patient underwent removal and replacement with mentor memorygel breast implants 400cc, catalog number 3504001bc, serial number (B)(4) and serial number (B)(4). Pictures of the device were received on (B)(6) 2019. Upon visual inspection of the pictures, it was observed that the implant was ruptured. No other anomalies were observed. The photos do not provide enough evidence to determine root cause. Hands on analysis should provide the evidence necessary to confirm the root cause. All mentor product is 100% inspected prior to release. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
Since the device has not been returned for analysis, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. A manufacturing record evaluation (mre) was performed, and no anomalies were found related to this complaint. In addition, the mre verifies that the device was manufactured in accordance with documented specification and procedures. Reason for device explant and/or reoperation: rupture. Concomitant products: mentor memorygel breast implant 350cc, catalog number 3503501bc, serial number (B)(4), lot number 6577136. Manufacturer¿s reference number: (B)(4).

Event description:
It was reported that a (B)(6) year old (B)(6) female patient underwent a breast augmentation primary with a mentor memorygel breast implant 350cc and experienced rupture on the left side. As a result, the patient will undergo removal on (B)(6) 2019.